Manufacturer narrative:
Additional information block b5 has been updated with the additional information. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue clinical trial study implant procedure performed on (B)(6) 2023. The procedure was performed under general anesthesia and prophylactic antibiotics were given at the time of the procedure. Three fiducial markers were placed prior to injection. The successful injection of the hydrogel was confirmed via ultrasound. During the procedure, no adverse events were noted, and the procedure was completed without complications. On (B)(6) 2023; twenty-two days post-treatment, a hydrogel misplacement in a non-vascular location was identified. Simulation computed tomography (CT) scan and magnetic resonance imaging (MRI) showed the hydrogel dispersed around the prostate. The event did not lead to a serious adverse event, nor did any interventions occur. The patient's current status was not reported. No further information has been obtained despite good faith efforts. Additional information received on august 26, 2024. It was further reported that the adverse event of urinary frequency was deemed related to the spaceoar device and placement procedure.

Manufacturer narrative:
Additional information. Block b5 and h11 have been updated with the additional information. Additional information. Block b5 has been updated with the additional information. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue clinical trial study implant procedure performed on (B)(6) 2023. The procedure was performed under general anesthesia and prophylactic antibiotics were given at the time of the procedure. Three fiducial markers were placed prior to injection. The successful injection of the hydrogel was confirmed via ultrasound. During the procedure, no adverse events were noted, and the procedure was completed without complications. On (B)(6) 2023; twenty-two days post-treatment, a hydrogel misplacement in a non-vascular location was identified. Simulation computed tomography (CT) scan and magnetic resonance imaging (MRI) showed the hydrogel dispersed around the prostate. The event did not lead to a serious adverse event, nor did any interventions occur. The patient's current status was not reported. No further information has been obtained despite good faith efforts. Additional information received on august 26, 2024. It was further reported that the adverse event of urinary frequency was deemed related to the spaceoar device and placement procedure. Additional information received on may 12, 2025. It was additionally reported that the misplacement was deemed vascular, due to the position of the hydrogel.

Manufacturer narrative:
Block h6: imdrf device code a1502, captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported to boston scientific corporation, that a spaceoar vue device was implanted. During a spaceoar vue clinical trial study implant procedure performed on (B)(6) 2023. The procedure was performed under general anesthesia, and prophylactic antibiotics were given at the time of the procedure. Three fiducial markers were placed prior to injection. The successful injection of the hydrogel was confirmed via ultrasound. During the procedure, no adverse events were noted, and the procedure was completed without complications. On (B)(6) 2023; twenty-two days post-treatment, a hydrogel misplacement in a non-vascular location was identified. Simulation computed tomography (CT) scan and magnetic resonance imaging (MRI), showed the hydrogel dispersed around the prostate. The event did not lead to a serious adverse event, nor did any interventions occur. The patient's current status was not reported. No further information has been obtained despite good faith efforts.